Event description:
On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2013, an additional procedure was performed whereby two conformable gore tag thoracic endoprostheses were implanted. Additional information has been requested.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.